Manufacturer narrative:
The device was received for evaluation at normal range of operation. Functional analysis of device was performed, and no anomalies were noted. The device was tested with various loads connected to the device and revealed that values measured were within specifications. Analysis of the atrial and ventricular device connectors did not reveal any anomalies that would have caused the reported anomalies in the field. A longevity assessment was performed, and device was at normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During implant, high impedance was noted on the left ventricular lead due to header connection. The device was explanted and replaced to resolve the event. The patient was in stable condition.